Event description:
It was reported that a patient underwent a c4-c5 and c5-c6 bi-level anterior cervical discectomy and fusion (acdf) with cortical ring allografts and a cervical plate system. Approximately 7 months postoperatively, the patient experienced neck pain and an MRI was performed at c4 through c6 and showed some foraminal stenosis, right greater then left at c4-c5 and severe left foraminal stenosis at c6-c7. A CT scan showed: ¿when compared to prior CT there is new mild lucency surrounding the screw on the right at c3. The overall position of the plate, as well as the other screws, are unchanged; no new compression fracture; multi level posterior spondylosis unchanged¿. Approximately 17 months postoperatively, a cervical CT myelogram showed acdf changes were present at c4-c6 and multi-level posterior spondylosis in the cervical spine, the bulkiest of which was at c5-c6, which was producing mild cord compression. There was a severe neural foraminal stenosis on the left at c6-c7 from a bulky osteophyte. Approximately 18 months postoperatively, the patient underwent additional surgery for cervical spondylosis at c5-c6. The patient had: c5-c6 severe partial corpectomy, removal of old plate, interbody arthrodesis with peek cage with autograft, placement of plates from c5-c6 and new plates placed from c5-c7. Also noted in description: ¿big osteophytes posterior with movement, compression on the cord and foraminal encroachment including both sides¿. Post-surgery (the same night) the patient desaturated to ¿mid 70¿s¿ which resolved with reapplication of the CPAP. The patient was discharged two days later. No other patient complications were reported in relation to original cervical plate prior to explantation.

Manufacturer narrative:
(B)(6). (B)(4). Unknown multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent extrapharyngeal anterolateral procedure. It was reported that on (B)(6) 2012, post-op, the patient presented with recurrent neck pain. The patient underwent MRI of neck on (B)(6) 2012 which showed no gross change. Patient's vicodin medication was renewed. Approximately 66 months postoperatively ((B)(6) 2013), the patient underwent an exploration with decompression at c3-c4, c4-c5, and c6-c7 with laminotomies and stabilzation from c3-c7 with lateral mass screws and rods, posterolateral fusion, microresection, and harvesting of local bone. Per the operative report, findings at the time of surgery: "he had actually foraminal stenosis like the MRI showed, but also on the left side he was a bit fused at c4-c5 and c5-c6, but on the right side he was not". This event was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that 3 months post-op, the patient had "pain across the top of left shoulder. Pain,numbness and tingling down left arm into entire left hand."